Event description:
It was reported that on (B)(6) 2008, the intra-aortic balloon (iab) was inserted into a (B)(6) male pt. "While trying to zero the fiberoptix sensor (fos), a reading appeared on the console screen. Fos has been zeroed previously." (The catheter had been removed from the sealed package and it was the only attempt to zero.) The catheter did zero and it continued to be inserted over the guidewire. The surgeon complained the catheter was difficult to pass. The scrub team recommended "wetting" the catheter. The surgeon discarded the catheter and guidewire and requested a standard iab catheter which was inserted with no further problems. The intra-aortic balloon pump has been used since, with another fiberoptic catheter, with no zeroing messages or insertion problems. The catheter has been washed, although some blood stains remain in the lumen of the catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if add'l info becomes available.